Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The issue was confirmed and it was found that the collimator blades were slipping. The blades were adjusted and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is getting a collimator error. There was no patient involvement.